Event description:
It was reported that the patient regularly recharged the implantable neurostimulator (ins) to 100%. The last recharge was in (B)(6). The patient was downhill skiing and had an accident and immediately the battery died, stimulation was lost, and he was unable to recharge. A physician mode recharge (pmr) was performed today with success. There was also a power on reset (por) with error code 0x8 that was also cleared. The patient was reprogrammed and impedance testing was done. Impedances were within normal limits and stimulation in the lower right leg was lost. The patient was going to see a doctor to have an x-ray to determine if a lead revision was needed. It was later reported that the x-ray showed that the lead was off to the left and lateral. The doctor was going to refer to another doctor for a lead revision and possible battery change. The patient¿s outcome was unknown. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a manufacturer representative reported that the revision surgery was scheduled for (B)(6) 2015. The implantable neurostimulator was to be replaced and the lead would be revised.

Manufacturer narrative:
Product ID 8590vwa, lot# 10642366, implanted: 2010 (B)(6); product type accessory product ID 8590vwa, lot# 10619556, implanted: 2010 (B)(6); product type accessory product ID 39565-65, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that nothing had been scheduled, and the manufacturer¿s representative (rep) didn¿t even know if the patient had been seen by a surgeon yet and were waiting for an appointment.

Manufacturer narrative:
Evaluation of the ins (s/n (B)(4)) and lead (s/n (B)(4)) found that the device had reduced capacity due to an overdischarge, but there was no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.